Event description:
Upon product verification, it was noted that there was a piece of fiber/plastic/glass floating within the bag. We are unsure if it was in the bag or came from the vials. The product was emptied into an empty 50 cc bag.